Event description:
Medical affairs spoke to the patient's son of 10/4/04 and obtained the following information. On the morning of 2004, the patient tested his blood glucose and received a 160 something. He felt fine and had taken his oral medication (type of unknown, and amount unknown). Around noon-time, he experienced symptoms of feeling sweaty, clammy, and disoriented. He tried to test his blood glucose and meter displayed "battery". Son replaced the battery and meter did not power on. Son gave his father a peanut butter sandwich and the patient began to vomit. Son contacted paramedics who arrived before 1:00pm and tested the patient on their meter and received a 331mg/dl. Patient was treated with insulin and taken to the ER, where he was admitted for three days. He was diagnosed as having "high blood glucose" and being anemic. Ccr was unable to resolve the issue with the meter and sent the patient a new meter. This case is being reported as a malfunction, since the meter did not power on even after the batteries were replaced. The patient suffered a serious injury; however, there is no evidence that the meter contributed to the injury, since the patient experienced symptoms prior to testing.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.